Manufacturer narrative:
During follow up, it was clarified that the twist clamp of three (3) minicap transfer sets was difficult to open. There is no breach in the sterile pathway as the transfer is closed. The reported issue would result in a delay in peritoneal dialysis (pd) therapy as a new transfer set would have to be installed; however, as pd therapy is often prescribed as a chronic therapy, it is unlikely that an isolated transient delay in pd therapy would result in clinically detectable or significant harm (hsha-peritoneal-dialysis). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the twist clamp and main body of three (3) minicap transfer sets. The white and blue external short tubes were detached during the screwing process. This occurred during use of the devices for peritoneal dialysis therapy. The transfer sets were replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.